Manufacturer narrative:
Device evaluation summary: device evaluation of charger (B)(4) has been completed. The reported problem (unable to power on) has been confirmed. Upon investigation, the battery charger/modem was unable to power on. The cause for the failure was isolated to a physically damaged broken l602 inductor on the bedside pca. The root cause for the damaged l602 inductor could not be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger and reported that the charger was unable to power on.